Event description:
It was reported by the biomedical technician that the iab was prepped per instruction and inserted via a sheath into the femoral artery. Under fluoroscopy the perfusionist could see that the membrane of the catheter was not fully inflating; "about 1/3 of the balloon was not unwrapping." As a result the iab was removed and another iab was inserted. The biomed technician stated that the pump "in perfect working order."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.